Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during withdrawal of the delivery system the tip of the device inadvertently got caught with the deployed stent resulting in the stent being inadvertently pulled back into the sheath; thus resulting in the reported activation/deployment failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous superficial femoral artery that is 90% stenosed. Using a 6f guiding sheath from the contralateral side along with a 7.0x60mm supera self-expanding stent the stent was deployed. Post dilatation was attempted; however, it was noted that the stent was not in its deployed position and was noted to be in guiding sheath. It was noted when removing the supera delivery system the stent was pulled back inadvertently into the sheath. The guiding sheath along with the stent were removed. A new same size supera stent was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure.